Manufacturer narrative:
Device is a combination product. Event date was not reported and approximated (B)(6) 2019.

Event description:
It was reported that a stent got caught in a second stent. A percutaneous coronary intervention was being performed in a lesion in the mid to proximal right coronary artery. When two promus stents were placed, the second stent got caught in the first stent. The second stent was able to be removed.

Manufacturer narrative:
Correction: brand name updated. Device is a combination product. Event date was not reported and approximated (B)(6) 2019.

Event description:
It was reported that a stent got caught in a second stent. A percutaneous coronary intervention was being performed in a lesion in the mid to proximal right coronary artery. When two promus premier stents were placed, the second stent got caught in the first stent. The second stent was able to be removed.